Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted and replaced due to a skin lesion at the site of the pocket. It was speculated that patient anatomy may have contributed to the skin lesion formation, so the new device was implanted under the muscle to prevent another lesion. The patient was stable with no consequences.